Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited an out of range shock impedance measurement. It was also reported that the physician could not induce with shock on t, and received an open lead warning. The guidant sales representative later reported that the df-1 negative setscrew was loose. Once tightened, the shocking impedance returned to normal.